Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 occipital leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced lead migration. X-rays confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the leads were revised. The patient reported effective stimulation coverage postoperative. Surgical intervention resolved the reported issue.